Event description:
Additional information received noting that per the physician's assessment, he does not believe the superficial wound infection at the vns insertion site is considered to be a serious adverse event. Although medical intervention was taken, per the physician it wasn't necessary to "prevent life-threatening illness or injury or permanent impairment to a body structure or a body function."

Manufacturer narrative:
Return of device would not be necessary as it adds no value to the investigation.

Event description:
It was reported that a patient had a superficial wound infection at vns insertion site that was noted to be related to implant and resolved. Medication was added. The generator was confirmed hp sterilized prior to distribution. No additional relevant information has been received to date.